Event description:
Patient underwent a mitral valve repair. While the surgeon was working on the anterior portion of the mitral valve leaf, the ballonn ruptured. There were no adverse patient consequences reported.